Manufacturer narrative:
"How common is breast implant-associated anaplastic large cell lymphoma? First four cases in israel" yeela ben naftali md, yoav barnea md, mark w. Clemens md, and eran bar-meir md, and published in the israel medical association journal. Volume 21, pp 512;published august 2019. The events of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation: bia anaplastic large cell lymphoma and seroma-late.

Event description:
Literature review of article "how common is breast implant-associated anaplastic large cell lymphoma? First four cases in israel" stated a retrospective analysis of a patient with alcl was conducted. Following clinical information, pathology reports, treatment protocol and follow up data from the corresponding surgeon, late seroma was the initial presentation for the alcl diagnoses, with no history of trauma, pain, inflammation, or physical findings. An initial workup included ultrasound and cytology evaluation for the fluid collection. Cd30 was positive, alk-1 was negative, and histological examination presented abnormal morphology with anaplastic cells. Surgical treatment included breast implant removal and capsulectomy. CT examination was performed with unremarkable findings. No further adjuvant chemotherapy or radiotherapy was needed. The patient continued oncology follow up. The capsule gross examination and histological reports were normal.